Manufacturer narrative:
Date of event: date of event is approximate. Catalog #: the issue is reported to be with the accessory brush head of the expertclean power toothbrush system. The brush head catalog number was not provided.

Event description:
A consumer reported that their gum care brush head broke in their mouth. No injuries were reported. Reviewed the photos provided, the size of the broken parts are considered a small part break. Therefore, it is reasonably possible that small parts break during use could pose a choking hazard to the consumer.

Manufacturer narrative:
Analysis results: product was not returned to confirm a malfunction has occurred. H3 other text : product not returned to manufacturer.